Manufacturer narrative:
The reported field event of lead connection issue was confirmed. Final analysis found that the device was above elective replacement indicator (eri) when received. Analysis revealed the left ventricular (is4) set screw was backed out from its thread as a result of unscrewing the set screw too far. When the screw was re-engaged with the connector block, the screw operated normally in affixing the test lead to the header. The connection anomaly was consistent with having occurred during the procedure. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator (ICD) implant procedure. During the procedure, it was noted that the set screw was stripped. The device was removed and replaced. There were no patient consequences.